Event description:
An adverse event involving a quickie s646 was reported to sunrise medical on (B)(6) 2014. It is being alleged that the s646 moved without command while the occupant was seated in his wheelchair. The occupant was in his kitchen when the chair suddenly moved and crashed into the oven resulting in an unspecified leg injury. Additional information is unavailable at this time due to legal involvement.

Manufacturer narrative:
This is the third MDR filed for serial number (B)(4). Please reference MDR 2937137-2013-00029 and 2937137-2013-00063. Sunrise medical has made multiple attempts to have this device returned for evaluation with no success. This incident is now being handled by the sunrise medical legal department. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more information can be obtained from that investigation, a follow up report will be filed.